Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. It was indicated that the impedance measurements have gradually risen from 48 ohm to 124 ohms. It was noted that there was a previous ventricular fibrillation (vf) episode that occurred approximately nine (9) months previously where the patient received two (2) 31 joule shocks from their implanted implantable cardioverter defibrillator (ICD) device, and the associated shock impedance measurements for those shocks were 60 ohms, and 69 ohms respectively, which are within normal shock impedance specification limits. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) the option to continue to monitor the issue, but explained the risks and benefits of increasing the shock impedance upper alert limit to 125 ohms, or 150 ohms. Ts also discussed the option to reset the current alert with a programmer interrogation of the ICD device so the clinic can receive new alerts. In addition, ts explained that if the shock impedance is greater than 145 ohms, shock therapy may not be effective as it goes to a monophasic waveform. The lead remains in-service. No patient symptoms, or adverse patient effects were reported.